Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 21 product packaging was damaged when opening the large box of the bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of CT room reported that the product packaging was damaged when she opened the large box.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes . D.10. Returned to manufacturer on: 29-jul-2022. H.6. Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1259839. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, samples were returned to our facility to aid in our investigation. Our engineers noted that the packaging was flattened in both samples. Flattening of the packaging is indicative of damage sustained during either storage or transportation. A review of the retention samples for this lot was not able to identify any additional instances of damaged packaging, which suggests that the damage was sustained after the devices had left the manufacturing facility.

Event description:
It was reported that 21 product packaging was damaged when opening the large box of the bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of CT room reported that the product packaging was damaged when she opened the large box.